Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise and oversensing. In response to the clinical observations, rate response was programmed off. Following the reprogramming, the patient experienced a syncopal episode. As a result, the sensitivity was reprogrammed. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that the device was programmed to doo and 5v in the ventricle; however, asystole was still observed. As the patient was pacemaker dependent, the physician planned to perform a revision. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Information was received that this device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.